Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted (B)(6) 2003; 5076-45 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately six weeks post device replacement procedure. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted, cultures were taken and antibiotics were administered. It was noted that the left ventricular (lv) lead was partially explanted. The system was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.